Manufacturer narrative:
This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting. Additional information is not yet available for this event. Event date is not known. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. Manufacture date is not known. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that the video connector latch was worn out, and this caused loss of image when the piggled was wiggled. Incidental observations are corrosion on chassis bottom and front and rear panels as well as usb connector board.

Event description:
As reported for this event, the device reads the scope but when moved static is observed and the image disappears. There is no reported harm to any patient.

Manufacturer narrative:
There is more information on the device. Correction is being made to the UDI and also correcting a typo in the h10. The statement should read ¿when the pigtail was wiggled¿ and not ¿when the piggled was wiggled¿. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. The worn out latch on the video connectors resulted in a failure to stabilize the connection of the video connectors contacts, causing loss of image with the wiggling of the pigtail. Since more than nine years have passed from the manufacture of the device, the latch of the video connector receiver may have worn out due to repeated use for a long time. It is speculated that corrosion occurred when the user used the device in a humid environment for a long time or left the device wet, thereby causing corrosion. The instructions for use includes the following statements: do not use a humidifier near the video system center as condensation may occur and cause fire and/or equipment failure.